Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: radiology service supervisor. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) appeared to be migrating down during therapy under c arm in the cvicu. It was noted that the patient had been transferred in from another facility. The radiology service supervisor was called in to help advance the iab. The md decided to leave the iab in at that time and possibly replace it later. The iab was removed on (B)(6) 2024 and replaced with a new iab without issue. There was no patient harm or adverse event reported.